Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the inner insulation of the lead was extrinsically breached due to a cut. It was noted that there was blood on the distal conductor of the lead and it was obstructed, the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was observed to have blood ingression, and visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was received with the inner and outer insulation breached at a distance of 15cm. The lead was cut and there was blood ingression in the lead. The breached insulation did contribute to the electrical complaints. The amount of blood leads us to conclude the breach in insulation occurred at implant. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited a threshold rise to high thresholds, and a gradual impedance decline. The lead was removed and replaced. No patient complications have been reported as a result of this event.